Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a leak in the seal at the bottom of the needle bellows. The fse replaced the needle bellows and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained dried cleaner leak of about 5 ml near the needle inside the coulter lh500 hematology analyzer during shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.